Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 361 mg/dl. The customer was treated with the manual injection and intravenous drip. There was insulin flow block alarm. Troubleshooting was declined for high blood glucose. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The product will not be returned for analysis.